Event description:
The luer lock collar on the bifurcate tubing cracked and broke when the rn removed from the patient's central line. Rn was able to safely disconnect and discard broken tubing from the patient. The device is smith medical mini bifuse 2 to 1 administration set. Unfortunately, the packaging with the lot number was discarded before this issue occurred. Manufacturer response for bifurcated extension tubing, mini bifuse 2 to 1 administration set (per site reporter): they are investigating.